Event description:
A customer contacted beckman coulter inc. (Bci) in regards to low glucose (glu) results generated by unicel dxc 800 pro synchron clinical system that were discrepant from other methodology. The results were suppressed with oir lo (out of instrument range low) flag. The results were not reported out of the laboratory. Repeat tests by alternate methodologies on redrawn samples produced higher results. The results are shown. The physician was notified of results during the processing time and the physician ordered the tests by alternate methodologies. The customer is unaware of any adverse effects to the patient.

Manufacturer narrative:
The sample was icteric and in a lithium heparin plasma tube with gel separator. Qc was within the established ranges prior to and after the event. Other analytes were elevated for these samples but were not questioned by the physician. The true glucose value for the patient is unknown. No service call was generated or initiated. The customer determined that the event was sample specific. The sample absorbance plot was reviewed by bci. The plot is not typical of a spectral interference but more likely a chemical interference. The sample is not available for further investigation by bci, and therefore, further investigation of a root cause is not possible.